Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump infusion set had a bent cannula. During troubleshooting, customer stated that they do use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to monitor device and change set. Customer's blood glucose level was 481 mg/dl at time of reporting. Nothing further reported.